Event description:
The customer reported via phone call that they were dispatched through emergency room due to diabetic ketoacidosis on (B)(6) 2021. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer was treated with intravenous insulin drip high blood glucose level. Current blood glucose was 267 mg/dl. Customer was not assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.